Event description:
During a ptca procedure, the guide wire became caught inside the balloon post inflation. The entire system was removed. No pt injuries or complications occurred.

Manufacturer narrative:
Returned product analysis revealed no kinks in the balloon catheter to cause guide wire movement difficulty. No material or mfg deficiencies were noted.